Manufacturer narrative:
This report will be updated should additional information be provided.

Event description:
It was reported during ongoing use, the patient developed an infection, and therefore the pg and lead were extracted. No further information has been provided at this time.